Manufacturer narrative:
Patient experienced open sores on its neck area after a laser procedure. Treatment parameters were followed within clinical guidelines. Vaseline was prescribed to the patient as medical intervention, which is reportable. There was no problem found with the laser during the service evaluation.

Event description:
Patient experienced open sores from laser treatment and was prescribed vaseline as medical intervention.